Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and surgical removal was required. The target lesion was 80% stenosed and located in the mid right coronary artery (rca). During the first pass with the oad, the crown was noted to jump towards the distal end of the lesion. When a second pass was attempted, the device spun momentarily before shutting off multiple times. An attempt was made to remove the oad, however it was found to be stuck in the lesion. A surgical procedure was performed to remove the device and a coronary bypass was performed. The patient remained hospitalized for four days and was discharged in stable condition.